Manufacturer narrative:
The device has not been returned for failure investigation and no additional eval has been possible; however, analysis of similar devices is in process. Attempts to reproduce the failure in a laboratory setting have been inconclusive and root cause is unk at this time. Product labeling indicates "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury." Identification of the root cause for this failure mode is pending.

Event description:
At six week follow-up visit for a surgery that occurred at l3-l5, x-rays showed that the previously installed interbody implant had shifted. The construct included 5.5 mm pps screw assemblies. Revision surgery was performed to assess and correct. When the construct was disassembled, the tulip was noted to have separated at the right side l3 screw assembly. It is unclear if the interbody implant shifted as a result of the screw assembly separation. Initial surgery: (B)(6) 2010. Revision surgery: (B)(6) 2010.